Event description:
It was reported that the customer was hospitalized for hyperglycemia. The md stated that he found the reservoir was loose inside the pump. Prior to the event, the customer had uncontrollable hbgs. The programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The contact was advised to have the customer follow the two hbg rule and to call back when the clamp arrives to do further troubleshooting. No further details.